Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for crpl3 c-reactive protein gen.3 on a cobas 8000 c 702 module. Data was provided for one patient sample. The sample initially resulted with a crpl3 value of 222.5 mg/l. The sample was repeated on (B)(6) 2018, resulting as 153.0 mg/l. The customer believed the repeat value to be correct. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The customer believed there was an issue related to the reagent lot number. The after 2 to 4 hours, the quality control results would be out of range high. When re-calibrated, the quality control results would be fine. The customer had to start running controls at more frequent intervals based on the issue. The crpl3 reagent lot number was 334101, with an expiration date of august 2019. Based upon review of global quality control data with reagent lot number 334101, initial investigations have determined that there is no problem with the reagent.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.